Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a high blood sugar reading but felt hypoglycemic symptoms necessitating emergent food intake. During troubleshooting, testing with controls solution results showed that her test strips fell out of range. The meter and test strips are being returned for eval.